Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested. A picture of the clip was received and reviewed by ees field quality engineer. The following is a summary of the observations, comments and conclusion. The clip appeared to have good tip to tip alignment. This is an indicator the clip was forming properly. The clip gap at the tip is representative of a clip being fired over a large and/or dense duct / vessel with a possible incomplete firing stroke. A stroke that may have stopped at the cholangiogram click. Comment: the clip appliers forms a clip from the tips back. So when firing, the tips will close down, touch and will then open up as the jaws start closing the clip back to the "u" turn. If the device is fired over a large or dense object can create a greater tip gap. The opening of the tips is necessary to relieve the forces generated in closing on and object as the clip collapses back toward the "u" turn. If this did not occur the clip could sever the duct/vessel etc. A similar result can occur if the firing stroke is not completed, say stopped at the cholangiogram click. It cannot be stated with complete certainty what occurred, however based on the picture it is the thought that the firing stroke was not completed and/or that particular section of duct was large and/or dense enough, that complete formation of the clip was not achieved. The device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during laparoscopic cholecystectomy procedure, the device was squeezed plastic to plastic but the clip did not close completely. A new device was pulled and used to complete the procedure. There was no patient impact. The device was discarded but picture of the clip formation is available.